Manufacturer narrative:
The patient¿s pregnancy was ectopic. A new sample was collected on (B)(6) 2019 with an hcg stat result of <1 miu/ml. The investigation is ongoing.

Manufacturer narrative:
The customer loaded a new pack of hcg reagent (same lot number) and ran successful calibration and qc. The same patient sample was retested and an hcg result of < 1 miu/ml was obtained. The provided qc data was acceptable and gave no indication of a performance issue with the reagent or the analyzer. The analyzer alarm history contained no conspicuous events. A field engineering specialist was unable to find a root cause. He checked the analyzer. He ran performance and precision testing with acceptable results. The customer performed successful calibration and qc testing. The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter complained of a questionable elecsys hcg test system result for 1 patient tested on a cobas 8000 e 602 module compared to a advia centaur and a beckman coulter dxi. The result in question was reported outside of the laboratory but was questioned as it did not match the patient's clinical picture. The initial hcg result from the cobas e602 was < 1 miu/ml. The hcg result from an advia centaur was 59 miu/ml and the hcg result from a beckman coulter dxi was 233 miu/ml. The hcg result of 233 miu/ml was deemed to be correct. The customer also mentioned that the patient had a positive urine sample. The specific method used was not provided. There was no adverse event. The cobas e602 serial number was (B)(4). The initial result was from a sample aliquoted by a pre-analytical system.

Manufacturer narrative:
Three samples were returned for investigation and the customer¿s hcg stat results could be reproduced. The results suggest the sample does not contain holo-hcg, but mainly beta-subunit and nicked hcg variants. The issue was related to the patient-specific hcg variant secreted by the involved tissue (ectopic pregnancy). This is documented in product labeling for the assay. No product problem is found.